Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported loose air detector problem. The sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation revealed a loose air detector. The event occurred during testing.